Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine (10 mg at 2.49982 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient fell and the pump flipped and continued to sit horizontally in the pocket. The patient was wearing a lumbar brace to assist in supporting the pump, however, it continued to be painful so the decision was made to do a pump pocket revision for the patient.